Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler on (B)(6) 2012. It was also reported by the peritoneal dialysis nurse that the patient was admitted to the hospital on (B)(6) 2012 for poorly functioning catheter. Nurse reported tha the patient's charts indicated no signs or symptoms of peritonitis. Patient was discharged on (B)(6) 2012 with status-post peritonitis.

Manufacturer narrative:
Clinical investigation concluded that patient was admitted to the hospital for reported malfunction of peritoneal catheter two days after a leak of dialysate from the disposable tubings was reported. The final diagnosis of the hospital stay was peritonitis. Per the fmc physician infectious peritonitis is a known complication of the therapy of peritoneal dialysis, caused by a break in aseptic technique or the sterile field. There is no reports of device malfunction. The product investigation concluded that the simulated treatment was performed and completed without failure. There was no fluid leak during the simulated treatment. A device history record wa extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.